Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a blank display. Troubleshooting was performed and the customer reported damage at the battery compartment near the clip track and the blank display issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert four times between (B)(6) 2024 20:31:00.000 to (B)(6) 2024 02:34:00.000 in the history files. Confirmed the pump alarmed failed batt test twenty times between (B)(6) 2024 20:49:34.000 to (B)(6) 2024 20:49:34.000 in the history files. The abnormal power management graph confirmed the low battery alert and failed batt test alarm was triggered due to moisture damage on pcb1 and pcb2 boards. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor assemblies, pcb1 and pcb2 boards. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, faded serial number label, corroded battery tube, corroded motor home switch. Blank display was not observed during analysis and passed all required testing. Cosmetic damage at battery compartment was confirmed. However, the abnormal power management graph confirmed the failed batt test alarm and low battery alert was triggered due to moisture damage on pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.